Manufacturer narrative:
The investigation of the reported event was performed by siemens experts based on complaint description, customer service reports, system history log files, and information provided by the user. The investigation confirmed that the system was fully functional at the time of the incident, and no technical issues or malfunctions were identified. According to the instructions for use, when moving the patient to the tabletop, the patient shall not be left unattended, the provided accessories shall be used, and the mattress shall always be kept fixed on the tabletop. As no further information was provided, the root cause could not be conclusively determined, however, a use-related issue cannot be excluded. No correction necessary as no system malfunction occurred. The occurrence rate of the identified use-related error pattern was reviewed. No accumulation of similar events or indication of a systematic product-related issue was identified.

Event description:
Siemens was informed about an adverse event that occurred while operating the artis q zeego system. The patient, who was placed on the table in the hybrid operating theatre, fell from the table. According to the information provided, the incident was described as an assisted fall or a slide. The patient later passed away; however, it was confirmed that the fall did not contribute to the death. No causal relationship between device performance and the patient¿s death was identified.